Manufacturer narrative:
(B)(4).

Event description:
It was further reported that it was not confirmed as a thrombus. The physicians thought it had an appearance as possibly being a thrombus or it could possibly be tissue flapping. The decision was made to give the patient lovenox for the rest of that day and evening for precaution if indeed it was a thrombus. The object was not noted until after the device was deployed but prior to release. The physicians felt it was more than likely tissue rather than a thrombus and were confident in deciding to release the device. The patient's activated clotting time (act) was 266.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was used and they deployed the closure device. When they were looking at the measurements in the lower angles (zero and 45 degrees), they noticed a thrombus flapping around by the mitral valve. The patient is currently stable.